Event description:
The customer contact reported a leak. It was reported that while the nurse was priming the replacement tubing set with hydromorphone 1 mg/ml a small leak was again noted between the pca vial and the anti-siphon valve. At approximately 2000 the tubing set was taken back to the pharmacy department to be replaced due to a leak between the pca vial and the anti-siphon value of the tubing set. The tubing set was replaced and therapy was initiated. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Hospira's medical investigation is complete. However, if additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.